Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of left breast seroma and had seroma drainage procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). This MDR represent the ae of left breast seroma (device #2). An additional mdrs were submitted to represent the aes of delayed wound healing (device #1, device #2, device #3 & device #4) and right breast seroma (device #1, device #2, device #3 & device #4) & left breast seroma (device #1, device #3 & device #4). Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2020, patient was hospitalized and underwent bilateral primary reconstruction; pre pectoral, using an imf incision. 4 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2020, left breast seroma was reported. Patient had seroma drainage procedure on (B)(6) 2020. Resolved without sequelae on unknown date. Review by medical affairs identifies the reported left breast seroma is likely related to the device and serious.